Manufacturer narrative:
(B)(4). The customer reported the CT hounsfield unit (hu) values were incorrect on an abdominal scan. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse confirmed there was no misinterpretation or mistreatment. There were four other occurrences of this issue. Four subsequent complaints were opened to address these other occurrences. The fse visited the site and evaluated the system. He determined the set tables uts was not performed following a common image reconstruction system (cirs) software reload, which caused the calibration tables not to be transferred from the host computer. This resulted in incorrect hu values. The fse synchronized the CT host and the cirs, performed hounsfield correction (hcor), acceptance testing, and constancy testing to resolve the issue.

Event description:
The customer reported the CT hounsfield unit (hu) values were incorrect on an abdominal.